Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -8.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Patient is doing well with perfect vault.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens with clear surgical residue/ debris on product. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. (B)(4)